Manufacturer narrative:
Date of event was sometime in (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified number of reconstitution devices was already open. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Fourteen (14) samples were received for evaluation. Visual inspection revealed that the packaging of seven samples was already opened. Further inspection revealed that the seal had been very light. The remaining seven samples were inspected, and no issues were noted with the packaging. Infrared spectroscopy (ir) was performed on the paper and plastic portions of the packaging to attempt to identify any issues with the packages. Their scan results showed no signs of any issues. The reported condition was verified for the seven samples received with an open package. The cause of the condition was determined to be a manufacturing issue. The reported condition was not verified for the seven samples received with a closed package. Six retention samples were also visually inspected, and none of the pouches were found to be open. The reported condition was not verified for the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.